Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed upon visual inspection that the tip was broken off and the broken piece measured roughly about 0.182 x 0.049. The broken piece was not returned with the instrument. It was concluded that the damages to the instrument's tip was likely due to mishandling/misuse. An additional observation not reported by the site was the distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tip found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the small clip applier instrument, the customer noted that one of the tips of the instrument fell off during the washing cycle. No missing or fallen pieces were reported.